Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was confirmed in the event history log, and a defective printed wire assembly (pwa) board and motor were found. The pwa board and motor were replaced to fix the issue. The downstream occlusion (dso) sensor and upstream occlusion (uso) sensor were also calibrated to fix a dso failure.

Event description:
It was reported that the error code 41627 occurred. The event happened during testing and no patient involvement was reported.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.